Manufacturer narrative:
Block h6: patient code e2401 captures the reportable event of injury nos (injury, not otherwise specified) impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
It was reported that, post procedure, the device had caused the patient to have a negative reaction. The device was explanted from the patient. No further patient complication reported.